Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/27/2021. A manufacturing record evaluation was performed for the finished device vcp320h; rabddww0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Hernia repair could you please clarify what the exact issue was? Tip of the suture broke off whist in the needle holder could you describe in more detail how "suture needle snapped off"? Tip of the suture broke off was there any other tissue affected due to search for the needle? Not that we are aware of could you please confirm the lot number? As the initial lot number is not valid. 2.0 ethicon coated vicryl plus vcp320 - lot: rabddww0 exp: 12/23 this all that was documented.

Event description:
It was reported that a patient underwent an unknown hernia repair surgery on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke off into the patient. Needle was retrieved without injury. No adverse patient consequences were reported. Additional information was requested.